Event description:
It was reported that after the dilatation catheter was inflated to nominal pressure, extravasation of contrast was observed. A retrograde dissection was then observed, extending from the second diagonal to the left main. Two stents were deployed to stabilize the pt, then the pt was sent for CABG. No additional info was provided.